Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Unknown / not provided. Sear damaged/cracked - door latch assy. Blown fuse - motor control board. Soft fault - computer software problem. Cracked housing - ail sensor assy. Corroded - iui. (B)(4). This unit had a blown fuse in the past that did not let it turn it on. I replaced it once, but it seems to be a problem again and something else might be happening to cause it to blow.